Event description:
The product was returned for analysis. At the time of the return, there were no reported allegations or patient symptoms associated with this product. This device system delivered baclofen. Analysis later revealed an anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the catheter revealed the sutureless connector had coring-tears-cuts in the seal which met leak criteria.